Manufacturer narrative:
This report contains a correction to field b2: outcomes attrib to adv event section b: adverse event/product problem. Field b1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received five inappropriate shocks due to t wave oversensing. Technical services (ts) was consulted, discussed that the patient appeared to be in an atrial arrhythmia with fast right ventricular (rv) rates and the device was oversensing t waves during wide complex which led to multiple inappropriate shocks. Technical services (ts) discussed possible reprogramming options. Additionally, this device was interrogated, and the shock counters appeared as zero. Ts discussed the most likely scenario for device was that connection occurred, however, there was an anomaly during telemetry and at that point it had reset counters. This sicd system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received five inappropriate shocks due to t wave oversensing. Technical services (ts) was consulted, discussed that the patient appeared to be in an atrial arrhythmia with fast right ventricular (rv) rates and the device was oversensing t waves during wide complex which led to multiple inappropriate shocks. Technical services (ts) discussed possible reprogramming options. Additionally, this device was interrogated, and the shock counters appeared as zero. Ts discussed the most likely scenario for device was that connection occurred, however, there was an anomaly during telemetry and at that point it had reset counters. This sicd system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received five inappropriate shocks due to t wave oversensing. Technical services (ts) was consulted, discussed that the patient appeared to be in an atrial arrhythmia with fast right ventricular (rv) rates and the device was oversensing t waves during wide complex which led to multiple inappropriate shocks. Technical services (ts) discussed possible reprogramming options. Additionally, this device was interrogated, and the shock counters appeared as zero. Ts discussed the most likely scenario for device was that connection occurred, however, there was an anomaly during telemetry and at that point it had reset counters. This sicd system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field b2: outcomes attrib to adv event section b: adverse event/product problem.